Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device did not deliver the shock, the patient experienced an outcome of death, and that the device had a ¿faulty battery." The rhythm being treated was not reported.

Event description:
It was reported to philips that the device did not deliver the shock, the device had a ¿faulty battery, the device switched off at the time of therapy, and the patient experienced an outcome of death. It was reported the user did not notice the ready for use (rfu) indicator on the device and used the device by mistake.